Manufacturer narrative:
.

Event description:
Falowski, s.m., bakay, r.a. Revision surgery of deep brain stimulation leads. Neuromodulation: journal of the international neuromodulation society. 2016. Doi: 10.10.1111/ner.12404 summary: deep brain stimulation (dbs) is widely used for various movement disorders. Dbs lead revisions are becoming more common as the indications and number of cases increases. Surgical technique, as well as variable options are important in lead revision and can be dictated based on reason for revision. Over time patients who have had adequate relief with dbs placement may experience loss of efficacy and development of adverse effects requiring revision of the dbs lead to maintain its effects. Reported events: one female patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) was receiving adequate relief, but began to experience worsening tremor despite improvement in her other pd symptoms. A decision was made to place an additional lead into the ventral intermediate nucleus (vim) at one year after initial implant while maintaining the original dbs lead in the stn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.